Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure high alarm occurred during a routine hemodialysis treatment. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator failing to perform rinseback as directed in the user's guide following an unrecoverable alarm. The user's guide includes probable causes and alarm troubleshooting instructions. The occurrence of arterial pressure alarms are typically indicative of inadequate vascular blood flow to support the commanded blood flow rate. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. No similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.